Manufacturer narrative:
Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The device was received for evaluation by the manufacturer and the investigation is in progress. A supplemental report will be submitted upon completion of this activity.

Event description:
It was reported that a patient¿s blood glucose (bg) levels reached 16.7 mmol/l (300 mg/dl) while wearing the pod between 24 and 36 hours on the arm. The patient was having adhesive issues and wasn't sure if the cannula was properly seated in the infusion site. A new pod was applied to treat the patient's elevated bg levels.

Manufacturer narrative:
The returned product was evaluated and performed as designed. Adhesive pad was fully attached to the pod. Adhesive properties prior to use could not be determined. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.